Event description:
It was reported that prior to an interventional procedure, after visual inspection and during device preparation, the device did not "look right" to the operator. The device was not inserted into the patient anatomy. Another device was used to complete the procedure. No reported significant clinical delay in the procedure. There was no patient involvement. The physician was reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported device not looking right to the customer was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.